Manufacturer narrative:
The associated insert, used in treatment, was returned and evaluated. The tibial base was not returned for evaluation. A visual inspection of the returned device could not confirm the stated failure mode. The device is heavily damaged from the attempted insertion. The device was manufactured in 2019. The medical investigation concluded that, without the requested clinical information, a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-evaluated. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include poor surgical technique or a fit/ sizing issue. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery, the insert was not fully locked. So a 12mm back-up device was utilized. It caused 15 minutes delay of surgery. No injury reported.